Manufacturer narrative:
A device history record review was conducted with no anomalies found. No device malfunction is suspected. The patient was taking coumadin at the time of implant due to a rare preexisting bleeding condition, protein s deficiency, that may have contributed to the event.

Event description:
Patient had some bleeding during percutaneous placement of a microlead in the sciatic popliteal area. After the procedure the patient indicated that he had some pain in the area. The patient had pain overnight and went to the hospital with a hematoma the morning after the procedure. The implanting physician was aware and had been seeing the patient in the hospital. They had stopped his coumadin and he was stabilized. Patient had not been using the stimulator and the microlead was removed.